Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures alarmed during selftest due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer inquired about the audio issue. The audio issue was confirmed during the call. The customer had experienced a blood glucose of 2.1 mmol/l. The device will be returned for analysis.